Event description:
During coil embolization of superior mesenteric artery for gastrointestinal bleeding, the subject coil had resistance while advancing past the introducer sheath. The physician successfully delivered the subject coil into the lesion. When detachment was attempted, the subject coil failed to detach. When the physician attempted to remove the subject coil along with the microcatheter, the subject coil detached prematurely into the intended vessel. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
During coil embolization of superior mesenteric artery for gastrointestinal bleeding, the subject coil had resistance while advancing past the introducer sheath. The physician successfully delivered the subject coil into the lesion. When detachment was attempted, the subject coil failed to detach. When the physician attempted to remove the subject coil along with the microcatheter, the subject coil detached prematurely into the intended vessel. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date ¿ added. The subject device was not returned; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated manufacturing execution system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was very tortuous, the tapered distal end of the introducer sheath was firmly seated in the hub of the microcatheter, the rhv was adequately tightened while the introducer sheath was in the hub (not over/under-tightened) and was opened enough to allow passage of the device through without damage, no torque was given where advancing the delivery wire, and the coil was advanced slowly and gently without applying excessive force. Since the detached coil was placed in the treatment area, no medical intervention was required to remove it. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to the as reported events main coil prematurely detached/separated during use and coil introducer sheath friction. H3 other text : the device is not available to the manufacturer.